Event description:
A journal article was reviewed that contained information regarding cardiac resynchronization therapy (crt) in patients with heart failure. The article reports patients with complications such phrenic nerve stimulation and left ventricular (lv) lead dislodgement. One patient had a lv lead that was attempted, not implanted as ventricular capture could not be achieved even with the highest pacing output. The status/disposition of the leads is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/65 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: the efficacy and safety outcomes of cardiac resynchronization therapy in patients with heart failure in thailand: phramongkutklao experience. Journal of arrhythmia. 2022;38:126¿136. Doi: 10.1002/joa3.12667. If information is provided in the future, a supplemental report will be issued.